Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with injection of meropenem (250 mg, discontinued, route and frequency not reported) for the peritonitis. On an unknown date, the patient was discharged from the hospital. On an unspecified date, reported as ¿two weeks ago¿ (from the receipt date of this report), the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.